Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the handpiece wasn't working. There was no pt consequence.